Event description:
The customer stated a cell-dyn sapphire analyzer misread sample ID (B)(6). The incorrect sample ID was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer stated a cell-dyn sapphire analyzer misread sample ID (B)(6). A field service engineer performed auto-loader sample bar code cleaning and scanned the sample ID again and found no errors. The engineer could not reporduce the issue reported by the customer. Tracking and trending identified no adverse trends for the customer's issue. Labeling was reviewed and found to be adequate. Based on the event details and the investigation, no product deficiency was identified.